Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. On an unreported date, the patient was treated with intraperitoneal (ip) vancomycin injection 2 gm once weekly for two weeks and ip fortum injection 250mg in each bag for fourteen days. At the time of this report the patient was recovering from this peritonitis event. The action taken with dianeal therapy was unknown. No additional information is available.